Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 360.0 mcg/ml at 93.88 mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a basal cell carcinoma of her face removed which subsequently abscessed. Prior to this her pump implantation site was clean, dry and intact. On (B)(6) 2015 the patient reported redness of the pump site. On (B)(6) 2015 examination revealed cellulitis localized over the llq of the abdomen. Oral keflex started with probiotics but patient has a diarrhea currently and is concerned about antibiotic use. The etiology was noted as related to the device or therapy, not related to the implant procedure. The clinical diagnosis was cellulitis over the pump site. The entire system was explanted and not replaced. The outcome was resolved without sequeale (B)(6) 2015.

Manufacturer narrative:
Patient code (B)(4) is also applicable for this event. Device evaluation summary: analysis of the pump found no anomaly. Result code and conclusion code are no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.